Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event oculd not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens, but the lens became stuck in the cartridge and tore. The cartridge touched the pt's eye, but the lens was not inserted. There was no pt contact with the lens. There was no pt injury.